Event description:
Mickey button balloon failed within 24 degrees of placement (replacement g-tube). Pin hole sized hole in balloon and larger hole where balloon meets attaches to tube stem. No trauma to site at the time of breakage.